Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that resident was found on the floor. Nurse reports her bed only goes as low as a standard electric bed. Her bed did not go low enough to the floor. Pick up placed for the bed frame. Previous incident report says it wasn't this resident. That is not correct. It is (B)(6). Per hospice support: I found order number (B)(4) that shows a perimeter cover already delivered for the patient. Order (B)(4) is the pending delivery for another perimeter cover to be delivered. I found a pickup of the lal (B)(4), but the pickup does not list the perimeter cover to be picked up. The notes for the new delivery state "needs another perimeter, current perimeter not scooped enough." I am uncertain if the patient has a perimeter cover already and if the hospice is wanting to layer two perimeter covers to create the "scoop" they want. Complaint # (B)(4) and ra (B)(4) were entered into our system to have the mattress and control unit returned for investigation. As of this writing, the units have not been returned.